Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarm. The customer's blood glucose level was unknown. It also reported that the unexpected restart alarm did not occur shortly after inserting a new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart test and self test, no error noticed during testing. Device had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files.